Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a stent break. Imdrf impact code f2301 is being used to capture the additional device used to remove the broken part of the stent.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted for pancreatic duct drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the stent was attempted to be deployed; however, they had difficulty removing the guidewire, which resulted in damage to the guide wire within the stent. The distal part of the stent also broke and was removed using forceps. The procedure was successfully completed using the original method and/or device. There were no patient complications as a result of this event.